Event description:
It was reported to baxter france that the reservoir of an intermate lv 250 device ruptured at the end of a patient infusion. The device had been infusing a solution of 150mg of ciflox (ciprofloxacine) in 250ml of sodium chloride when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir could not be confirmed. The root cause for ruptured reservoirs is currently being investigated under (B)(4). A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. A trend review was performed showing a stable trend year over year for reported complaints of ruptured reservoirs. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.